Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the door micro-switch was faulty. A technical support specialist (tss) reported that the switch was configured as normally open (no); however, the no terminals made poor contact inside the switch casing. This condition prevented the control board from receiving the door close signal, which caused the cooling fan to remain off even though the compressor continued running. As a result, the units temperature dropped to a minimum of approximately 9 °c and continued to display a door open alarm. Following this incident, the tss inspected the remaining refrigerator installations and identified two additional units showing early signs of door switch failure. There are currently three units affected by the faulty switch. One unit exhibited the issue during installation, while the other two developed the issue post installation, occurring after door closure during medication dispensing to patients. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door micro switch was found to be faulty. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door micro switch was found to be faulty. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.